Manufacturer narrative:
Additional information has been requested. Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific received information that a physician reported multiple cases of high shock lead impedances greater that 125 ohms over the past few weeks resulting in latitude red alerts. They have all been with single coil shocking leads. Currently all leads remains implanted and in service. No adverse patient effects reported.